Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose decreased to 42 mg/dl last night. The customer works nights and sometimes does not eat before going to work; he does a lot of walking around at work. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.